Event description:
Event description guidant received information from a patient, that during the implant of this transvenous lead, the subclavian vein was punctured and the patient was hospitalized for a month following the procedure.